Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. For this reason the physical damage and the out of range measurements were confirmed.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to suspected lead conductor fracture with high impedance out of range and noise with psa. No adverse patient effects .

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to suspected lead conductor fracture with high impedance out of range and noise with psa. No adverse patient effects .